Manufacturer narrative:
The ultrasound system was tested at the customer site by the philips service engineer and no problem was found. A thorough investigation was performed to identify the root cause of this issue, including an evaluation and analysis of the logs from the ultrasound system. The software engineering team was unable to reproduce the issue during testing which made identifying the root cause not possible. The system is still in service with no additional similar issues reported. The customer has acknowledged the ultrasound system did not cause or contribute to the patient¿s outcome.

Event description:
A customer reported their sparq ultrasound system failed while in the emergency room. The touch panel became unresponsive immediately after turning the system on to perform a diagnosis. The doctor was unable to diagnose the patient until another ultrasound system arrived. This delayed the doctor¿s diagnosis for 30 minutes and the patient ultimately expired.

Manufacturer narrative:
(B)(4). An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
A customer reported their sparq ultrasound system failed while in the emergency room. The touch panel became unresponsive immediately after turning the system on to perform a diagnosis. The doctor was unable to diagnose the patient until another ultrasound system arrived. This delayed the doctor¿s diagnosis for 30 minutes and the patient ultimately expired.